Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found flange of the bd posiflush pre-filled saline syringe damaged after opening the plastic package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: 15 samples were received. 12 are with the sealed packaging flow wrap and three (3) are with no packaging flow wrap; all have the tip cap, the plunger rod- rubber stopper, saline solution and the barrel labels confirm the lot# 7230998. All 15 samples have the barrel flange damaged. DHR/bhr review: there was no documentation of issues for the complaint of batch 7230998 during this production run. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. It is possible the plunger rod labeler equipment experienced a variation. However, adjustments have been verified. CAPA not required for this event.